Event description:
Pt has history of melanoma which was excised in 1976 resulting in massive scarring. Pt underwent implantation of 2 pmt tissue expanders in r groin for reconstruction on 9/19/94. On the first attempt in office to inflate curved tissue expander, device failed. Pt returned to surgery 11/9/94 for its removal and replacement. Pt requests device to be given to dr for return to MFR. Examination of device intraoperatively reveals leakage from multiple pinpoint areas at junction area of valve assembly.